Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a cori assisted ukr surgery while burring the femur in exposure mode, bur overcut bone by 6-8mm. They proceeded to reassembled same bur within drill after unlocking and locking attachment and continue without issue. They suspect the edge of bur caught on hard bone and was dislodged from the assemble ((B)(4)). The surgeon filled in defect with cement. The procedure was completed, with a non-significant delay, using the same device. The post-op rom and alignment and sizing were as planned. After surgery, they were unable to disassemble ri robotic drill attachment from the drill. They went into drill diagnostics, unlocked collet, and were able to remove the attachment ((B)(4)).

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a cori assisted ukr surgery while burring the femur in exposure mode, bur overcut bone by 6-8mm. They proceeded to reassembled same bur within drill after unlocking and locking attachment and continue without issue. They suspect the edge of bur caught on hard bone and was dislodged from the assemble ((B)(4)). The surgeon filled in defect with cement. The procedure was completed, with a non-significant delay, using the same device. The post-op rom and alignment and sizing were as planned. After surgery, they were unable to disassemble ri robotic drill attachment from the drill. They went into drill diagnostics, unlocked collet, and were able to remove the attachment ((B)(4)).

Manufacturer narrative:
H3, h6: the ri robotic drill attachment (us) rob10015, s/n (B)(6), used for treatment was returned for evaluation. A relationship between the reported event and the device could not be established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was not confirmed. The drill was disassembled and the drill attachment was removed with no issues. The drill attachment bearing shaft lock nut met torque specifications. A kpc test was performed and the test passed. The drill attachment functioned as intended without any issues. A photo of the screenshot was provided in the field report for review. The screenshot appears to support the complaint of ¿bur overcut bone", however there is no evidence in the photo that determines how the bur became dislodged from the assembly. Although the reported problem was not confirmed, a factor that may have contributed to the reported symptom may have been associated with the edge of the bur caught on hard bone and was dislodged from the assembly. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of this case. Refer to the real intelligence cori for knee arthroplasty user manual, section assembling the robotic drill for proper set up and handling. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. This case reports, during a cori-assisted uka, the burr overcut 6-8mm while burring the femur in exposure mode. Reportedly, the surgeon was advised by the rep to stop burring while checkpoints were confirmed and passed. Additionally, the same burr was reassembled within drill after unlocking and locking the attachment. Per case details, ¿the surgeon was able to proceed without issue¿ and ¿suspect edge of bur caught on hard bone and was dislodged from attachment, perhaps while coming out of the anterior lug.¿ per case correspondence the ¿surgeon filled in defect with cement.¿ one provided screenshot appears to support the complaint of ¿bur overcut bone.¿ ¿the procedure was completed, with a non-significant delay, using the same device¿ and the patient¿s current health status is unknown. All documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. Conclusion: based on the information provided, the root cause of the reported ¿burr overcut 6-8mm while burring the femur in exposure mode,¿ cannot be definitively concluded. However, a user technique cannot be ruled out as a potential contributing factor. The cori user manual warns when the drill movement exceeds recommended velocity, may lead to overcutting. Although the surgeon was reportedly ¿satisfied in the end¿outcome was fine,¿ the ¿surgeon stated just used more cement¿ to fill the defect.¿ it is unknown if the patient will be at risk for possible early intervention or revision due to the use of ¿more cement¿ to fill the defect. However, it was reported that the¿ post-op rom and alignment and sizing were as planned. The patient impact beyond the reported burr overcut (6-8mm), surgical delay, modified surgical technique with use of ¿more cement to fill defect¿ cannot be determined. The patient¿s current status remains unknown and no further clinical medical assessment can be rendered. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored through complaint investigation and post market surveillance activities.